Manufacturer narrative:
Section e: additional health care provider - (B)(6).

Event description:
It was reported that the patient presented for an implant procedure. During implant, the physician positioned the right atrial (ra) and right ventricular (rv) leads. During fixation, it was observed that the right atrial (ra) lead had moved from its original position and both the capture threshold and pacing impedance were high in the atrium. The physician withdrew the ra lead and started to reposition the lead. During repositioning, it was observed that the physician was unable to advance a stylet fully into the ra lead's body and position in the desired location. The ra lead was exchanged. The procedure was completed. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture, high pacing impedance and failure to advance stylet. The reported events of inadequate capture, high pacing impedance and failure to advance stylet were not confirmed. As received, a complete lead was returned in one piece. A stylet was able to be fully inserted and removed with no anomalies noted. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.